Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscopic lobectomy with lymphadenectomy procedure, the pad of the device detached during the activation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.